Manufacturer narrative:
One device was returned for repair. Visual evaluation of device found damaged battery compartment and main board chip. Functional testing confirmed primary problem. When cassette was attached and latch was in closed position, cassette not attached alarmed with red screen. A defective downstream occlusion (dso) sensor was the issue causing the problem. The dso sensor was replaced. Also replaced the main board due to damage on chip and broken battery compartment.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device cassette was n/a. There was unknown patient involvement.